Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was on critical override. A technical support specialist had dialed into the server using the remote smart services and had restarted the extract transform load, post this had turned out that all the orders were working normally as to resolve. The system functioned as intended after the technical support specialist had troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ es server, it was in critical override. The customer reported that the malfunction caused a delay in dispensing of the medication to patient. There were no adverse events or injuries reported based on this incident.